Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000183, lot/serial #: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the system control board was returned to the manufacturer for analysis. Unable to confirm reported complaint, "ias shut down mid boot." Installed system control board in test system for several days. The system booted and readied on each power up. All 2d and 3d imaging were successful. No fault found while under test. B01, c19, d14 codes applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000183, lot/serial #: (B)(6) rev. H. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the image acquisition system (ias) shut down mid boot. Medtronic was informed that the ias during a boot up, it was observed that ias shut down several times before finally starting up. Subsequent restarts booted up normally. The manufacturer representative arrived on site and could not find anything to explain the issue and no boot up issues observed. The ias was powered up for a case later in the day which started without delay. The issue appeared to be related to cold boot up. Limiting issues to system board or downstream on the canbus. System board to be replaced first due to the nature of the instant shutdown.

Manufacturer narrative:
H3) the manufacturer representative went to the site to test the imaging system. Initial boot up failure was seen with random shutdowns. The replaced the system board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.